Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient and event information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-23655. It was reported the lead at l4 position had pulled out and the lead at l5 position was causing shocking sensations. In turn, surgical intervention was undertaken wherein both leads were explanted and replaced. This addressed the issue.

Manufacturer narrative:
Correction: section b1- product problem was selected in error. Section h6 -the device code should have been migration (4003) rather than disconnection (1171). Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated that the lead at l4 had migrated.